Event description:
It was reported that a ventral hernia repair operation with implantation of a mesh prosthesis was performed, and on the evening of discharge the patient experienced fever, intense ¿electrical stabs¿ pain, and inability to walk. The patient returned the next day and underwent a computed tomography scan, received tramadol for pain management, and was discharged despite ongoing pain. The pain persisted with intense groin and lower abdominal pain and sleep disturbance, and the patient later worsened and was sent to the emergency room where blood tests and computed tomography imaging identified inflammation, infection, and a white liquid under the prosthesis. The patient was hospitalized and treated with amoxicillin, morphine, paracetamol, and acupuncture. The prosthesis was removed and replaced with another prosthesis, after which the pain calmed down and the patient was discharged. Recurrent pain was reported later along with fatigue/exhaustion, and a physician prescribed blood tests and a computed tomography scan to evaluate whether infection and inflammation were still present. The patient also reported loss of trust in the surgeons and alleged inaccurate oral explanations and reports.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.